Event description:
It was reported that during a prostate procedure the "fiber cap detached". Unk if the cap detached inside or outside the pt's anatomy. A second fiber was used to complete the case. "Fiber cap not kept". Pt outcome: "no damages to the pt."